Event description:
Nurse was in the pt's room, waiting for IV medication to complete so that she would replace the medication. After the infusion container emptied, the nurse observed that there was approximately five inches of air in the IV tubing below the pump channel. The air had passed through the pump channel without sounding any type of alarm. The nurse opened the channel door and closed it. The pump then made a single "air in line" beep. The nurse then paused the pump and removed it from service.